Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information was requested, and the following was obtained: what were the indications for surgery? Lung cancer. What was patient¿s disease state? Suitable for scheduled surgery. What segment of lobe was being transected with stapler? Segmental lobectomy. Was the procedure robotic or vats? Vasts. Did procedure start as vats or thoracotomy? Vats. Was the device difficult to close? Yes and the battery stopped, it locks later were any unusual sounds heard? Yes, a slower sound was heard than usual. What was the difficulty experienced with endo gia device? It also locked, using black recharge. What was the reason for converting to open? It was not possible to terminate the resection of segmental lobectomy with endograpators and via vats. Does the surgeon believe that the device contributed to the conversion or thick tissue? Yes, I attach the doctor's summary. What was the estimated thickness of compressed tissue? Very thick but especially calcified according to the description of surgeon what is the current patient status? Good.

Event description:
It was reported that in thorax surgery, psee60a was used and the gst60d recharge in the first cut the stapler is blocked, another psee60a stapler with green gst60g recharge is requested which also locks. At the time of performing non-anatomical segmental lobectomy, the suture did not advance. When the shot is made, the reload is fired in half, only loading and not cutting. The stapler was locked and the reload could not be removed. The doctor asks for a second echelon 60 stapler with a green reload and again the stapler, when it is fired, locks, and the reload staples but does not cut the tissue, so the doctor tries for a third mechanical suture, which is an endo gia stapler, without success, so it was necessary to perform the manual suture by open surgery.